Manufacturer narrative:
The two xience v coronary stent systems are being filed under the same MFR number. Results and conclusion summation: product performance engineering reviewed the incident. Death, as listed in the xience v IFU is a known adverse event with coronary stenting and is not necessarily an indication of a product quality issue. There was no report of any device malfunction. Possibly the hospitalization is a secondary effect of the cardiac arrest and respiratory arrest which resulted in death. It is unclear if the death is related to the device or procedure. A conclusive root cause for the reported pt effects and the relationship to the device cannot be determined.

Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via trial that the pt underwent stenting of the mid lad and proximal lad with three xience stents in 2008. Approx one and a half months later, the pt was admitted to the hospital, went into cardiorespiratory arrest and expired. It was reported that the aicd was turned off and the pt was made a dnr (do not resuscitate) upon discharge to an extended care facility on hospice eleven days prior to death. Etiology of the death is unk at this time. No additional event or pt info is available.